Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comments of telemetry failure and cable damage and the cable was re placed to resolve all. It then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced telemetry failure during a patient check; a different rf h ead was used. Initial analysis noted that the cable of the rf head was damaged. The cable was replaced, and the rf head has been returned for testing. No patient complications have been reported as a result of this event.